Event description:
The customer reported to beckman coulter (bec) that they ran a clotted sample on the coulter lh 780 hematology instrument and were getting aspiration errors and the bellows was overflowing. The volume of the leaked fluid was unknown. The leak was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The cts (customer technical support) had the customer to disconnect the luer fitting for the bellows and attach a syringe with bleach solution, activate the solenoid 57 and push the bleach through which cleared the drain path. The customer was instructed to power down the instrument and disconnect the tubing from the fitting 160 and attach a syringe with 5 ml of bleach and push it through the fitting, which bleached the aspiration pathway. The analyzer was powered up and primed with a diluent and then some test samples were analyzed. Beckman coulter field service engineer (fse) showed up at the customer site, but the issues with the instrument was resolved by the customer with the technical support assistance and the analyzer was operational and performing within specifications. Failure mode was identified as blocked drains line to bellows caused by the customer running a clotted sample. As per owner's manual: "misleading results can occur if specimens contain clots. Inspect specimens for clots and use good laboratory practices for verifying results to ensure you do not receive misleading results". (B)(4).